Manufacturer narrative:
Of the initial medwatch report indicates: method code: blank, results code: blank, conclusion code: blank. Of the initial medwatch report should indicate: method code: 10, results code: 121, conclusion code: 4315. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcba to resolve the issue. After observing proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcba and determined a burnt cr44 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device did not charge. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. The therapy printed circuit board assembly was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not charge. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.